Event description:
It was reported that during a left distal ureterolithiasis procedure for kidney stone, when the fiber was removed from the patient, the fiber burst and broke, superficially burning the instrument technician finger. This fiber had 3 uses, a new fiber with zero uses was used to complete the procedure. There was no patient complication.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned product found that the fiber was received in two pieces and the microscopic inspection of the fiber tip indicated it was degraded with burn marks on fiber jacket. Therefore, the complaint against fiber break was confirmed, the returned fiber had a body break. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available and analysis result the investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a left distal ureterolithiasis procedure for kidney stone, when the fiber was removed from the patient, the fiber burst and broke, superficially burning the instrument technician's finger. This fiber had 3 uses, a new fiber with zero uses was used to complete the procedure. There was no patient complication.

Event description:
It was reported that during a left distal ureterolithiasis procedure for kidney stone, when the fiber was removed from the patient, the fiber burst and broke, superficially burning the instrument technicians finger. This fiber had 3 uses, a new fiber with zero uses was used to complete the procedure. There was no patient complication.